Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular defibrillation coil was rising. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed high rv defibrillation coil impedance. The lead was capped and replaced. At the end of a procedure for lead revision the patient went into electromechanical dissociation (emd). Cardiac resuscitation was conducted but the patient expired.